Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer will use multiple daily injections as a backup therapy and will receive a replacement pump with updated software. Instructions were provided for steps to take upon receiving the replacement pump, as well as how to return the problematic pump.